Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during prime test at 4.0 pounds due to faulty force sensor system. The pump was received with motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer treated by eating breakfast. The customer stated that the pump did not rewind all the way like it should. The customer stated that insulin was squirting out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer was advised to check the reservoir volume. The customer stated that it was half full. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.